Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the detachment and balloon rupture could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the superficial femoral (sfa)/popliteal artery. During the procedure, the catheter tip and balloon detached while the physician was removing the device from the patient's body. There was no indication of excessive force during the removal or manipulation of the device. The balloon had ruptured while pulsing prior to the removal attempt and was fully deflated at the time of detachment. The detached fragment remained within the subintimal space and could not be retrieved. A viabahn stent was used to cover the detached component. The device did not pass through any existing stents in the vessel before treatment with the shockwave device. The physician's perspective on the cause of the event is unknown. The patient, a male, had unknown demographics and medical condition but was reported to be doing well after the procedure.